Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse put the original scroll compressor back into the unit, and the unit was found to be in good working condition. The fse then confirmed the working condition of the unit. The failure analysis and testing department received the following parts associated with this complaint: pn: 0119-00-0236 (scroll compressor). This part was received with a reported unit failure message of operation of the compressor did not work. Performed visual inspection of this part received and part looks to be in good condition. Installed the compressor scroll into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. The failure analysis and testing department could not verify the failure of operation of compressor not working. Compressor passed testing. Compressor output tests passed within result of factory specification. Retaining compressor scroll in the fat dept. As per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during preventive maintenance performed by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) scroll compressor did not work after replacing it for the 5000 hour pm. Since it did not work, put back the original compressor and checked it and it worked. There was no patient involvement.